Event description:
Device issue: failure to inflate; blocked lumen. Time of device: during the procedure. Adverse event: none. It was reported that the mini vision balloon, would not inflated and that there was some kind of blockage. Though requested, no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: the stent system (sds) was returned without any blood or contrast visible. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. A new indeflator was used in an attempt to inflate the balloon, but it did not inflate. A long mandrel was advanced through the proximal end of the hypotube to identify the location of the blockage and a blockage was identified distal to the proximal end of the hypotube which is 10.3 cm proximal to the distal end the hypotube opening. The balloon was then pressurized. There was no damage noted to the balloon. The analysis of the material determined that the particles in the hypotube were chemically different than the particles on the bayonet. Two substances that were taken from the bayonet were similar to renografin contrast and loctite. It is possible that the small amount of contrast was introduced into the bayonet during the attempts to inflate the balloon at the account or during analysis. The chemical analysis of the particles in the hypotube did not have a good match and remains unk. It is possible that this blockage was introduced at the vendor where the hypotube is manufactured or during finished good manufacturing where the device is assembled. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) for this lot. Based on the incident info and analysis of the returned product, it appears that the reported failure to inflate the balloon was caused by a blockage in the inflation lumen of the sds.